Event description:
It was reported that this inflatable penile prosthesis (ipp) device presented a breach which caused fluid leakage and loss of pressure. Additionally, the pump was reported to stay flat and not fully inflate during manipulation. The device was explanted and replaced. No patient complications were reported.